Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported before use of the 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter the needle had an unknown white matter on the tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: a sample was not returned for evaluation. However, the customer provided photos for investigation. A photo inspection observed a white material was visible on the tip of the catheter tubing. The material was identified to be non-foreign (plug shavings). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7157557. Rationale: based on the visual evaluation performed on the photos provided, it was observed a white material was visible on the tip of the catheter tubing. The material was identified to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Conclusion:the root cause for this incident has been determined to be a manufacturing deficiency. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.